Event description:
This spontaneous report was received on (B)(6) 2012 from a (B)(6) male consumer reporting for self from the united states. The consumer had silicon allergy. The concomitant medications were not reported. Other history included alcohol consumption. On (B)(6) 2012, the consumer started using reach crystal clean prevent toothbrush, firm three to four times for dental cleaning (route dental, lot number, expiration date unspecified). After twelve days, the toothbrush broke and cut his lip. The consumer also stated that this was the third time that he experienced the same in last one year. The consumer treated the event with peroxide and did not use the device further. The event was resolving. The report had a non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.